Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported that a patient complained the interaction between their deep brain stimulation system (dbs) in a wi-fi environment caused severe muscle spasm. In instances where possible the signal was switched off, the patient feels better. It was further reported that the wi-fi signal "interfered" with the patient's dbs system. The therapy was still effective on the symptoms. Intervention taken was the patient requests for the wi-fi router to be switched off in places where it was possible to resolve this. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from a manufacturer representative reported the patient felt the delivery of therapy change when they were in a wi-fi area.